Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device failed the calibration test. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer on 19-sep-2022 via email and attached in the complaint object: all issues found with these devices were found during testing at our facility. No patient or technician involvement was indicated at the time the pump was received at the facility for repair and recertification. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation however, the investigation found the device was displaying (cassette not attached properly) alarm message when a cassette is latched. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be faulty. Recommended to replace the downstream occlusion sensor. A nonconformance report (ncr) was created to investigate the incorrect/no cassette/disposable detected issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.